Event description:
A consulting physician reported a pt was treated in 03/1998; exact date not known, with two formulations of collagen in the nasolabial folds. On 21 april 1998, the pt was examined by the consulting physician who noted a red, bumpy, and hard rash at the treatment sites; exact date of onset unknown. The physician believed the symptoms were either a hypersensitivity to the collagen or a perioral dermatitis. The physician prescribed monodox and elocon cream for the symptoms.